Event description:
Subsequent to the initial MDR, additional information was provided by the distributor on (B)(6) 2015. Clarification of the complaint was reported that the patient was unable to see any portion of the sensor wire protruding from the skin. No additional event or patient information is available.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient to report a possible broken sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Four used sensors were returned to dexcom for evaluation. It is unknown which was the complaint device. The first sensor (lot number 5194861/serial number (B)(4)) was visually inspected and the sensor wire was missing from the housing puck. The second sensor (lot number 5194861/serial number (B)(4)) was visually inspected and the sensor wire was missing from the housing puck. The third sensor (lot number 5194861/serial number (B)(4)) was visually inspected and the sensor wire was missing from the housing puck. The fourth sensor (lot number 5190815/serial number (B)(4)) was also visually inspected and the sensor wire was missing from the housing puck. This sensor is unrelated to the complaint. Because the sensor wires were not returned and missing, a complete investigation could not be performed. Therefore, the reported event of a missing sensor was confirmed. A root cause could not be determined.